Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During the call, the following was reported. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. During hospitalization, the patient was still on a cycler. Dianeal therapies were ongoing. On (B)(6) 2012, the patient began treatment with vancomycin intravenously (IV) (dose and frequency unknown) for the event and the treatment was ongoing. The patient was still hospitalized and the cause of the peritonitis was unknown. At the time of this report, the patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12g23052, h12h31095 and h12c30049 (product codes 5c4482 and 5c4483) and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. The specific product code for the minicap transfer set is unknown; however the brand name, manufacture and 510k will be provided in the MDR.